Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. The patient experienced a skin infection at the sensor insertion site. Prior to insertion, the area was prepped with alcohol. On (B)(6) 2025, the patient reported pain at the sensor arm insertion site, prompting early removal of the sensor. Upon removal, the patient observed redness, pus, and what appeared to be an ¿infected pimple¿ beneath the sensor patch area. On (B)(6) 2025, the patient¿s spouse recommended visiting an urgent care clinic. At the clinic, the patient was assessed and prescribed two oral antibiotics, doxycycline and cephalexin (dosage not specified) and began treatment immediately. No diagnostic lab testing was reported. The following saturday, the patient returned to urgent care, received an unspecified IV antibiotic, and was instructed to continue the oral antibiotics. At the time of reporting, the patient stated that the infection site had decreased in size and was nearly back to normal. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.